Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.

Event description:
It was reported that before an unknown procedure, the device doesn¿t work. Once the device is connected to the equipment, it detects an error. Unknown how case was completed. There were no adverse consequences to the patient.